Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the stapler did not fire even though a handle was squeezed fully/completely. Another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). A malformed staple was stuck in one of the pusher finger slots. The pusher underneath the stuck malformed staple was damaged. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. All the staples were formed with acceptable result. One of the staples in the staple line displayed poor formation. This malformed staple corresponded to the damaged pusher finger. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. If information is provided in the future, a supplemental report will be issued.